Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. Upon review, the patient¿s right ventricular lead exhibited a significant increase in impedance and capture threshold. The lead was reprogrammed and a chest x-ray was ordered. The results of the x-ray were not provided and the patient would continue to be monitored.